Event description:
It was reported that during central processing, the 8mm large needle driver instrument had a bent tip. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm large needle driver instrument was analyzed and found to have a cracked carbide insert on one grip. The carbide insert was returned, measuring roughly 0.197¿ x 0.069¿ in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do exhibit damage that would have contributed to the cracked insert. There is assumption that pieces smaller in size that can`t be measured might have been broken as a result of this damage to the carbide. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument grip tips during handling, insertion, usage (overloading), or removal.